Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that in addition to the device stopped working, it also did not have enough speed. The reporter confirmed that the event happened during an unspecified surgery. It was noted that there was no information if there was patient or user injuries. Medical intervention or prolonged hospitalization required. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further review of the device evaluation, the assignable root cause has been updated. During service and evaluation it was found that the motor was faulty and for that reason the handpiece did not work. It was also confirmed that the wrong nut was mounted during assembly on the handpiece. It was determined that the cannulation of the wrong nut might have influenced the lifetime of the motor. It was further determined that some liquid residues flowed inside the cannulation and entered into the motor, which might have damaged the motor, furthermore the plate of the saw head is cracked. The reported crack of the housing, etching and trigger broken could not be confirmed. The assignable root cause has been updated from normal wear to manufacturing / process error. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure the battery oscillator handpiece device did not work. It was reported that the device was sent for repair but before the device was repaired it was observed that a nut on the handpiece device was wrong and belonged on a different device. During service and repair it was also observed that the housing was cracked, the etching was worn out and illegible, and the trigger was broken. It was reported that the device was not repaired after these findings. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.